Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to boston scientific. A good faith effort to obtain the information was performed, but it was not available as yet.

Event description:
It was reported that a perforation and small effusion occurred. During a pulse field ablation procedure indicated for a case of trial fibrillation, a nrg transseptal needle was selected for use. The physician struggled with coronary sinus placement and transseptal. The physician could not get good positioning or good reach to the fossa, so he repositioned a bunch of times. The ablation procedure was completed. Upon beginning to close, the physician checks intracardiac echocardiography (ice). It was noticed soft pressure as well and possibly thought there was a perforation and a small effusion. Ice, as well as ultrasound were used to identify the perforation however its unclear as to where it was discovered, the physician believes it might be coronary sinus but unsure. A pericardiocentesis was performed and a drain was put in overnight. The device is not expected to be returned as it was disposed.